Manufacturer narrative:
Complaint conclusion: during a carotid endovascular intervention, the physician reported that the 9 x 40mm precise pro rx carotid stent delivery system (sds) separated and the stent could not be deployed. The procedure was successfully completed with another precise pro rx with no reported patient injury. The event involved a patient undergoing a carotid endovascular intervention. The physician reported that the sds separated at the junction of the rapid exchange catheter and the stent pod. He/she further reported that the outer sheath could then not be retracted and the stent could not be deployed. The sds was reported to have been removed intact from the patient. It was exchanged for another precise pro rx sds and the procedure successfully completed with no reported patient injury. Multiple attempts to obtain additional information have been unsuccessful. The device was not returned to the manufacturer for evaluation. A review of the manufacturing records for this lot of products revealed that it met specification prior to release. Without the return of the device for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. According to the product instructions for use (IFU), users are instructed to unlock the tuohy borst proximal valve end connecting the inner shaft and outer sheath of the sds. They are to ensure that the sheath introducer or guiding catheter does not move during deployment. The IFU further instructs users to initiate stent deployment by retracting the outer sheath while holding the inner shaft in a fixed position. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issue. Based on the device history record review, there is no indication that the event was related to the manufacturing process. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
(B)(4). Additional information will be submitted within 30 days of receipt.

Event description:
During a stenting procedure, it was reported that the physician had a precise pro (9x40) stent delivery system (sds) and it separate at the junction of the rapid exchange catheter and the stent pod. Due to the separation, the outer catheter could not be retracted and the stent could not be deployed. The entire system did stay intact on the hypotube and the entire system was successfully removed from the patient without incident. A second precise pro rx was inserted and successfully deployed. Patient was doing well without any complications. The product will be returned for analysis.